Manufacturer narrative:
An event of paravalvular leak (pvl) and valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during procedure, due to patient anatomy and (relatively) shallow initial landing position at 80% deployment, the valve seated 4 and 1mm above the native annulus and the implant depth was 5mm and 2mm. There was mild/moderate pvl following in the initial implant, but otherwise no other patient related issues. Based on the information received, the reported pvl appears to be related to patient anatomy and procedural conditions. A cause for the reported valve underexpansion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29 may 2024, a 25mm navitor vison valve was chosen for a tavi (transcatheter aortic valve implantation) procedure. The annular dimensions of the native valve were perimeter: 66.0 mm and area: 346.4 mm2 and the patient had a 33% dilated aorta. During procedure, due to patient anatomy and (relatively) shallow initial landing position at 80% deployment, the valve seated 4 and 1mm above the native annulus and the implant depth was 5mm and 2mm. On final deployment, the valve was migrated 3 or 4 to -1mm and deployed in the surgical valve. The physician used 2 snares, one on the retainer tab, the other through a wire ( radial access) and the valve was repositioned in the aorta. There was no patient related issues noted but there was mild/moderate perivalvular leak (pvl). A decision was made to implant a second valve. A new 25mm vison valve was chosen and implanted successfully using a small flexnav delivery system. After the implantation of the 2nd valve, the valve was bit under- expanded and there was little pvl so a post dilation was performed. There was no pvl noted and hemodynamics was excellent. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.